Manufacturer narrative:
Product analysis conclusion: the reported difficulties with advancing the device during the tevar procedure and deformation of the delivery system could not be confirmed based on the limited pre-implant imaging available. Procedural angiograms documenting attempts to advance the device in thoracic aorta were not provided, limiting further assessment of the reported events. There is a possibility that the severe tortuosity and moderate calcification observed in the descending aorta may have contributed to the reported events; however, this could not be confirmed based on the limited available data. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion :images depict a valiant delivery system. Deformation is evident to the distal graft cover over the stent stop. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a thoracic endovascular aortic repair (tevar) procedure to treat a 68 mm taa, the stent graft vamf3838c200te captivia could not pass the aortic arch and became stuck in the outer curve of the descending thoracic aorta.  The physician tried to pull it back and advance it again but was not successful. The device was removed from the patient and it was found the graft cover of the device was  deformed, twisted, and softer in the middle area. The physician alleged that the device quality was not as strong as expected, therefore a new stent graft vamf3838c200te,  was advanced the same way and deployed successfully. The device was inspected before use with no issues found. Per the physician the cause of the event was anatomy specifically calcification and an angulated arch. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Product analysis the device was received with the external slider in the home position, the stent graft was undeployed. Deformation was evident to the distal graft cover over the stent stop. A bend was observed to the stent stop at the deformation site. Deformation was evident to the ro maker band. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update to coding; h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.